Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted, the keypad appeared to be intact with no lifting or peeling observed, all keypad buttons intermittently responded to user input when pressed, and there was evidence of adhesive/contamination under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up, down and ok keypad buttons reportedly slow to respond when pressed. The reporter claimed that the keypad buttons spring back as normal and that the keypad was intact. There was no adverse event associated with this complaint.